Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an infection attributed to a recent procedure to upgrade the patient's implanted system. It was thought that the reported infection may require device extraction. This right ventricular (rv) lead remains in service at this time. No additional adverse patient effects were reported.